Manufacturer narrative:
The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Explanting physician: dr.(B)(6).

Event description:
Patient reported "diagnosed with the rare cancer from these {recalled} implants", "stage 2", "pain and suffering", "trauma", "I was not made aware of the risk of getting cancer" on the left side. Additionally, patient reported "implants causing me sickness" and autoimmune/connective tissue - symptoms of on the left side, which are deemed not device related. Additionally," left breast seroma fluid" and "left breast seroma fluidbreast implant-associated anaplastic large cell lymphoma (alk-ve)" was reported."on immunohistochemistry the small number of atypical lymphocytes are cd30+, cd3+ and ki67 highlights atypical lymphocytes. Alk is negative." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b7, d.6b, g.1, h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Clarification: device not received. Only device photos were received. Photo device evaluation: "visual analysis of the photographs identified: pain, anxiety - product/procedure, lymphoma ¿ alcl, seroma-late: unable to observe as it is a medical event that is not related to the device. Autoimmune/connective tissue disorders ¿ ndr, varied injuries - ndr: not applicable as the event is not related to the device. Additional observations: red biological tissue observed on the surface of the shell. Red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data. Hematologist: dr. (B)(6). Institution: department of haematology/ bone marrow transplant unit, (B)(6) hospital.

Event description:
Patient reported "diagnosed with the rare cancer from these {recalled} implants", "stage 2", "pain and suffering", "trauma", "I was not made aware of the risk of getting cancer" on the left side. Additionally, patient reported "implants causing me sickness" and autoimmune/connective tissue - symptoms of on the left side, which are deemed not device related. Additionally," left breast seroma fluid" and "left breast seroma fluidbreast implant-associated anaplastic large cell lymphoma (alk-ve)" was reported."on immunohistochemistry the small number of atypical lymphocytes are cd30+, cd3+ and ki67 highlights atypical lymphocytes. Alk is negative." Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported for left side "diagnosed with the rare cancer from these {recalled} implants", "stage 2", "pain and suffering", "trauma", "was not made aware of the risk of getting cancer". Histopathological markers confirming alcl have not been received. Additionally, patient reported "implants causing me sickness" and autoimmune/connective tissue - symptoms of on the left side, which are deemed not device related. Status of the device is currently unknown.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient reported "diagnosed with the rare cancer from these {recalled} implants", "stage 2", "pain and suffering", "trauma", "I was not made aware of the risk of getting cancer" on the left side. Bia markers not received. Bia markers not received. Additionally, patient reported "implants causing me sickness" and autoimmune/connective tissue - symptoms of on the left side, which are deemed not device related. Status of the device is currently unknown.